Event description:
The customer reported that every morning there is a red cross visible on the mrx. After a functional test, the hourglass is visible again. No pt involvement was reported.

Manufacturer narrative:
(B)(4).